Event description:
It was reported that pt was not getting pain relief. Surgery found silicone catheter was damaged next to the catheter connector. The doctor trimmed the catheters and attached a new connector.